Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate anti-tachycardia pacing (atp) due to inappropriate interpretation of signal. Programming changes were made, there were no patient consequences.